Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. Possible under delivery anomaly not confirmed. The pump also passed tone test and vibration test during self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing or in the pump history file. The retainer ring color is black. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, broken battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and a dented retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were properly recorded in the pumps daily history screen. No bolus anomaly or bolus not delivered alert noted. There was no "no delivery alarm" noted on the event date (B)(6) 2023 on svn (B)(6). There was a no delivery alarm listed on the event date (B)(6) 2023 on svn (B)(6) listed below. (B)(6) 2023 13:11:30.000 alarm alert notification fault number = no delivery (7) - during prime. There were no unexpected pump errors/alarms noted 1 week prior to the event date(B)(6) 2023 in the pump history file (primary svn (B)(6)). There were no unexpected pump errors/alarms noted 1 week prior to the event date 0(B)(6) 2023 in the pump history file (svn (B)(6)). Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file (svn (B)(6)). (B)(6) 2023 13:11:30.000 alarm alert notification fault number = no delivery (7) - during prime. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. The retainer ring color is black. Audio/vibrate anomaly/absence of alarm not confirmed. Bolus anomaly not confirmed. Bolus not delivered alert not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 450 mg/dl. The current blood glucose value was 326 mg/dl. The customer reported the tube was detached from the infusion set and was not alerted. The customer also stated that the pump was not giving an alarm when it was not delivering insulin. The customer reported nausea, headache, feeling sick/unwell, confusion, and extreme pains/cramps as symptoms. Troubleshooting was performed and it was found that the customer was using the pump within 48 hours of the reported event. The auto-mode feature was active. The customer visited the emergency room and was hospitalized on (B)(6) 2023. It was found that the customer has treated the high blood glucose event with the intravenous insulin infusion drip in the hospital. No further patient complications were reported. The customer will discontinue the use of the insulin pump and was returned for analysis.